Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's energy output was low during testing. There is no indication of patient involvement.

Event description:
The customer reported that the device's energy output was low during testing. There is no indication of patient involvement.